Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for a routine check. The right ventricular lead exhibited noise. The device was reprogrammed and the patient was doing great post change.